Event description:
It was reported that the programmer can not connect to the gateway. Also noted was that the programmer would not update the data, even after rebooting. Technical services suggested that the 2090 service disk be run on the programmer and to call back if this does not resolve the issue. The status of the programmer is unknown. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.